Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. A cuff miss was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. It was reported that the proglide device was used in a patient with femoral arteries less than 5 mm in diameter. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral arteries less than 5 mm in diameter. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to a percutaneous coronary interventional procedure. Reportedly, at the right common femoral artery a cuff miss occurred. At the left common femoral artery there was no pulsatile backflow; a cuff miss occurred. The interventional procedure was completed and hemostasis was achieved surgically by a cutdown at both access sites. The patient was reported to have small vessels on both sides. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.